Event description:
A customer at a dental clinic stated that the recalled product patterson® anti-fog procedure earloop mask american society for testing and materials level 3 has caused a rash. The customer mentioned that a rash occurred on her face shortly after wearing the mask for the first time. The rash did not require medical treatment and seems to have gone down with the discontinuation of wearing the masks.